Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter stopcock was cracked, and a fluid and air leak occurred during flushing. During preparation for a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure a farawave catheter was selected for use. The stopcock on the catheter handle was cracked. When attempting to flush the device fluid was leaking out and air was being introduced. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.